Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on the posterior side assessed as surgical damage and partial delamination of valve assessed as adhesive failure. Additional observations: crease flat observed on the surface of the device. Additional, changed, and/or corrected data:

Event description:
Healthcare reported left side deflation. Device has been explanted.